Manufacturer narrative:
One used list# d1000, tego¿ connector, lot# 4787487 was received for evaluation in the sterile unit pouch. There was no visible damage or anomalies at any location on the d1000 tego. Subsequent pressure and vacuum leak testing was performed and the d1000 tego met pressure and vacuum leak expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed. A device history review for lot# 4787487 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. D9 - date returned to mfg - march 8, 2021.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a tego¿ connector, that during dialysis, the presence of air was noted in the arterial line with the tego, and the absence of air was noted without the tego and no air in the branch. The device was replaced with no further problem encountered. The current status of the patient; returned to baseline condition. There was no serious injury.